Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure capture on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: product not returning.